Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage cystgastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, step 3 of the deployment system was not locked or became unlocked and the stent was deployed in the cyst. A second hot axios stent was used to complete the procedure. The misplaced stent was removed by dilating the second stent and using alligator forceps to retrieve the stent from the cyst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.